Event description:
A bhcg value from pregnant pt was reported out as 0.00mlu/ml. Result was questioned, sample was rerun several times, results were 1300 - 1400mlu/ml, and 1600mlu/ml. No report of injury or impact to pt management.